Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 774 mg/dl. Reportedly, an air bubble was observed in the infusion set tubing. Bg was treated with intravenous insulin, and potassium. Reportedly, customer left the ER 7 hours later with customer in stable condition (bg 215 mg/dl).